Manufacturer narrative:
A.4 is unknown. The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Event description:
An impella cp pump was implanted to support a patient admitted with st elevated myocardial infarction/acute myocardial infarction/cardiogenic shock. The patient developed a fever and was treated with antibiotics. The patient also suffered from ventricular tachycardia for which the patient was defibrillated. The non-impella site had a bleed which was managed with transfusions of red blood cells. After four days of support, the patient was successfully weaned from the pump and survived. Additional information was received. The clinical consultant reported that they did not allege that the pump cause these harms but rather the myocardial infarction that the patient had. They did not save the pump for investigation as they were not concerned with the impella.

Manufacturer narrative:
No product was returned for investigation. The cause of the fever was not determined due to insufficient clinical details. The root cause of the tachycardia was unable to be determined due to insufficient clinical details. The cause of the bleeding is determined to be patient condition because the bleeding is from other locations unrelated to impella. The device passed all post sterile inspection checks.